Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 502 mg/dl, which was treated with manual injection. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.